Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was taken to the ER due to cgm inaccuracy. The reporter did not provide information on the cgm and bg readings during that time. At an unspecified time of the event the cgm reading was 54 mg/dl and the bg reading was 143 mg/dl. The patient was in the ER for less than 24 hours. The reporter declined to provide further event details. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator for the ER event. The reported glucose values fall within the b zone of the parkes error grid for an unspecified time during the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).